Event description:
The hcp reported the pump was explanted after an implant duration of 80 months due th the manufacturer's recall. The patient was experiencing no symptoms prior to the surgery. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Final device analysis results reveal cap lifted, but still attached/functional.